Event description:
It was reported that during an electrophysiology ablation treatment procedure, steam pops occurred. Atrial flutter ablation of the right atrium was performed with one ground pad placed in an unspecified location. An unspecified catheter was placed in the coronary sinus and a "halo" catheter was placed in an unspecified location. The ablation parameters of the non-bsc generator were set at 40 watts, impedance 118 ohms, temp average 27-30 degrees, irrigation 30 ml/sec. During an unspecified number of ablations with a 7.5 110 2.5 blazer - open-irrigated catheter the physician heard two abnormal noises that were classified as steam pops. The procedure was completed with the blazer catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).